Event description:
Report of "motor stall" received by manufacturer's pt services dept - explant not done. Follow up with hcp revealed pt's pump is stalled as reported and will be replaced in 12/2001. Pt was very sick at the time of the event with drug withdrawal symptoms including nausea and diarrhea which abated after coverage with oral narcotics was initiated. Pt presently is being covered with oral prescriptions. Pump will be returned for analysis post explant.